Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging an inaccurate delivery issue. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis as follows: the last basal delivery and the last bolus were on (B)(6) 2014. The pump was manually suspended on (B)(6) 2014 17:41 and manually resumed at 18:40. No alarms related to the complaint were noted in the alarm history. The basal and boluses added up appropriately to the total daily dose totals, showing the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating within required specifications. Product analysis was unable to duplicate the reported complaint. Unrelated to the initial complaint, the battery compartment was observed to be cracked between the bumper pad and the case seal. The returned battery cap was able to attach to the pump and was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.